Event description:
It was reported that when the device was used during a laparoscopic sigma, the staples will not close completely. A re-resection was done to complete the case. There was no further consequence to the pt. The device was discarded.